Manufacturer narrative:
Arisha, m. (2023). Inappropriate shock by wearable cardiac defibrillator leading to vagus nerve stimulator malfunctioning causing symptomatic bradycardia. Heartrhythm case reports, 9(6), 347-350. Doi: 10.1016/j.hrcr.2023.02.013. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿myocardial infarction¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced severe sinus bradycardia, second degree atrioventricular block (avb), complete heart block, and ventricular asystole (va) that coincided with vns activation. During atrioventricular block (avb) episodes, patient felt pain/discomfort on the left side of the neck (vns implant site). These episodes persisted even after vns output was decreased to 1.25 ma. Magnet was applied over vns for deactivation successfully terminated bradyarrhythmias including va with no breakthrough seizures after deactivation of vns for remained of patient's hospitalization. Vns was turned off completely. Patient had vns for many years without any cardiac symptoms, documented bradyarrhythmias, or pain during vns activation until he received the inappropriate shock from wearable cardiac defibrillator (wcd). The physician believes this is the first documented case of a high grade avb and va due to malfunction of a previously functioning vns after receiving inappropriate wcd defibrillation. Vns interrogation revealed reasonable output current parameters, there was clear clinical evidence of vns malfunction, including intermittent neck pain, classic vagally mediated severe sinus bradycardia, and avb that coincided with vns activation and never occurred before the inappropriate shock. Also, applying a magnet over vns was able to alleviate all the patient's symptoms. The patient remained free of neck pain without bradyarrhythmias after vns was turned off completely. Intolerability of vns stimulation following cardioversion was investigated previously through historical data analysis. This event is consistent with the findings of the investigation. No other relevant information has been received to date.